Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 330 mg/dl with symptoms of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This combination of blood glucose level and additional symptoms does not meet animas¿ criteria for a reportable adverse event. No adverse event is being reported. The reporter alleged a history/settings issue with the pump. Troubleshooting by animas customer support revealed the basal history matched the active basal program settings but the total daily dose amounts do not match the active basal program total without a known cause; adjustments were made to the basal rate. This complaint is being reported because there is an allegation against the delivery function of the pump.